Event description:
Additional information was received that reported the permanent pacemaker was implanted 1 day post temporary pacing lead explant. It was further noted that the connector pin was protected when not in use. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.5: event description d.3: MFR name:, street 1:, MFR city:, country code:, postal code: h.6: coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 9 days post implant of this unipolar temporary pacing lead, it was reported that pacing was not being delivered. The temporary pacing lead was then explanted. It was further reported upon explant, it was discovered that the temporary pacing lead tips had broken off and remained in the patient. Subsequently, the patient then had a permanent pacemaker implanted. During the permanent pacemaker implant, the temporary pacing lead tips were removed. No additional adverse patient effects were reported.